Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine" insulin syringe was difficult to use when drawing up insulin. The customer mentions when trying another time to aspirate the product upon removal of the device from the ampule, needle separation occurred during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned one 1cc, 6mm, 31g syringe in an open poly bag from lot # 6347721. Customer states that when she removed the needle from the ampoule bottle, it released from the rest of the syringe. The returned syringe was examined and exhibited a detached cannula with the loose cannula in the shield. The sample was examined under the microscope and exhibited adhesive runoff onto the hub with little adhesive inside the hub. The loose cannula was also examined and exhibited adhesive on the cannula shaft. Sample will be forwarded to manufacturing (B)(4) on 02feb208 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure (adhesive runoff onto hub and detached cannula). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. On 30jan2018, (B)(4) received one 1ml, 6mm, 31g syringe in opened polybag from batch# 6347721. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation at bd (B)(4) were noted. The sample was visualized under ultraviolet light and confirmed adhesive run-over onto the barrel tip and barrel well. Scant traces of adhesive were detected within the barrel core and along the exterior surface of the cannula. Investigation conclusion: probable root cause likely to be a misalignment of the adhesive nozzle during manufacturing. When this type of defect occurs, it can increase the likelihood of the cannula becoming detached from the remainder of the syringe either during transport or initial use of the device. CAPA (B)(4) was initiated by the (B)(4) plant to address 1ml customer complaints, specifically cannula separates and bent cannula, and their associated root cause(s). Batch# 6347721 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA.